Event description:
The physician reports the patient was initially implanted in 2004, with the gore excluder aaa endoprosthesis. Two years later, an angiography showed a type ii endoleak, from an unknown source. It was noted that there was no aneurysm growth. The following year, due to the unknown source of the endoleak, the dr. Chose to perform an anterior direct aortic puncture from 3 sites injecting a total of 600mg of thrombin. In the final injection, the mean arterial pressure showed no measurement, securing the physicians beliefs that the type ii endoleak was resolved. The patient is now asymptomatic and doing well.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.